Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the dialyzer fibers and the machine alarmed. Blood test strips were used and they tested positive. Estimated blood loss was 300 cc's. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.